Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was reading her glucose level at 81 mg/dl, she set a temporary basal and woke up at 500 mg/dl with the sensor still reading in the 80 mg/dl range. Customer stated that the same issue happened the night prior to the call. She woke up with high blood glucose of 400 mg/dl because had eaten a snack since the insulin pump said she was 100 mg/dl. Current sensor glucose is 197 and current blood glucose value us 187 mg/dl. Nothing further reported.